Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the housing did not show structural anomalies, however the retention plate was bent. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the exprsew iii ac+ rtn plate 5pk would have contributed to the complained device issue.¿ based on the investigation findings, the potential root cause can be traced to procedural variables, such as device handling or product interaction during the procedure. The expressed gun was not inserted into the loader as intended; therefore, the retention plate was damaged. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the housing did not show structural anomalies, however the retention plate was bent. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the exprsew iii ac+ rtn plate 5pk would have contributed to the complained device issue.¿ based on the investigation findings, the potential root cause can be traced to procedural variables, such as device handling or product interaction during the procedure. The expressed gun was not inserted into the loader as intended; therefore, the retention plate was damaged. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Event description:
It was reported that during an unspecified surgical procedure it was observed that when mounting the item with a clamp and the exprsew iii ac+ rtn plate 5pk device it was verified that the inner blade was crooked so the clamp did not fit into the plate. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. No additional information was provided.